Event description:
Follow up.

Manufacturer narrative:
H3 other text: placeholder.

Manufacturer narrative:
The sample is indicated as available for evaluation. A follow-up report will be provided once the sample has been received and reviewed.

Event description:
Physician was using cleaner 15 with the penumbra lightning aspiration system with the indigo cat 12. They were working in the left femoral vein, the indigo catheter was below the cleaner device and both devices were activated and working simultaneously. The physician reported pulling back on the cleaner device and felt like it got caught in a valve with a lot of thrombus present. She reported hearing an odd sound from the device and that the device looked different. They removed the device and noticed that the atraumatic tip was no longer attached to the wire. They used multiple devices and spent about an hour trying to retrieve the tip without success. Upon reviewing CT imaging (pictures attached), the atraumatic tip of the cleaner is currently outside of femoral vein between the femoral artery and vein. The patient has not experienced any adverse effects, as of the date of this report. The plan is to continue to monitor the patient.